Event description:
It was reported that rapid battery depletion was noted via merlin.net. The device was explanted and replaced. The patient is doing fine.

Manufacturer narrative:
(B)(4). The reported premature battery depletion was confirmed in the laboratory. The device was tested on the bench and an anomalous component on the hybrid was found to be the cause of the reported premature battery depletion.